Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
Subsequent to the previous report additional information was received. The detached coating remains in the anatomy. No additional information was provided.

Event description:
Subsequent to the final filed report additional information was received: the coating of the guide wire [detached] before the device was removed. It is unknown if the detached coating remains in the anatomy. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. A visual inspection was performed on the retuned guide wire and the reported tip separation and core peeling was confirmed. The reported entrapment of the device and the device damaged by another device were unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. A cine was received and reviewed by an abbott vascular clinical specialist. Cine review concluded that the tip of the guide wire that was in the diagonal artery was jailed behind the stent placed in the lad [left anterior descending coronary artery]. A hazy section of the wire is noted at the proximal end of the radiopaque portion of the wire indicating that the coils in this area have become stretched prior to removal from behind deployed stent. The cause of the stretched coils is not able to be determined by the images. The stretched coils likely contributed to the guide wire tip detachment. The investigation determined the reported difficulties and patient effect appear to be related to operational circumstances of the procedure. Based on the reported information, the guide wire became trapped during stent deployment. Manipulation of the guide wire during retraction resulted in the tip separation and stretched coils. The noted teflon coating damage likely occurred during advancement and/or retraction through the torque device or other accessory/devices used in the procedure. Additionally, the treatments appear to be related to the operational context of the procedure as non-abbott stent was used to embed the separated tip into the vessel wall and the peeled teflon coating remains in the patient. However, bases on the returned analysis observation, the noted deep core damages appear to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
A visual inspection was performed on the retuned guide wire and the reported tip separation was confirmed. The reported entrapment of the device and the device damaged by another device were unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulties and patient effect appear to be related to operational circumstances of the procedure. The guide wire was sent to scanning electron microscopy (sem) for further analysis of the core damage. The sem analysis identified corrosion pits, coating over a non-smooth core surface, pits under the coating. A cine was received and reviewed by an abbott vascular clinical specialist. Cine review concluded that the tip of the guide wire that was in the diagonal artery was jailed behind the stent placed in the lad. Because the physician pulled against force with the wire jailed, the tip became detached. Based on the returned analysis observation, the noted deep core damages appear to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified proximal left anterior descending artery. A hi-torque balance middle weight universal (bmw) ii guide wire was used to assist in implanting a non-abbott stent at the lesion. The stent was dilated to 8 atmospheres. After the dilatation, the physician wanted to re-wire and pull the bmw uii away from the diagonal. However, resistance was met with the already implanted stent and the distal part of the wire broke. Once the entire wire was pulled out it was confirmed that the tip detached. A non-abbott stent was used to embed the separated tip into the vessel wall. There was no adverse patient sequela. No additional information was provided.